Event description:
It was reported by the atricure representative that the operating room nurse notified him that during a procedure the device lock mechanism did not function appropriately. Position and deployment of the clip were able to be performed and there was no delay in procedure or adverse pt consequence.

Manufacturer narrative:
(B)(4). The device was discarded by the facility. Device not returned for evaluation however device history record review and no non-conformance or re-work noted during manufacturing process that would be related to the reported issue.